Event description:
It was reported that low sensing leading to undersensing was observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was dislodged from the implant position. The ra lead was repositioned to resolve the event and the patient was in stable condition.